Manufacturer narrative:
The device is an installed centralized pt monitoring system with backup power supplied by an off the shelf uninterruptible power supply (ups). The customer reported that the system locked up and would not respond. Welch allyn was unable to retrieve the log files or pt info because the system would not come back up again. System was down from saturday morning until monday morning. Welch allyn investigation confirmed that the device would not power up and verified that the cpu mother board was the cause of the shutdown. The actual component failure on the mother board could not be identified. The cpu mother board was replaced and the device was tested, passing all functional tests. The conclusion of the investigation is that the cpu mother board experienced an unidentified component failure. The device was fully inspected and passed all performance testing prior to being returned to the customer.

Event description:
It was reported that the system locked up and would not respond on 11/4/06.